Manufacturer narrative:
A supplemental MDR is being submitted to report a related report number. Sections g6, h2, and h10 have been updated.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, the delivery balloon on the 26mm commander delivery (ds) system ruptured during inflation when it contacted the calcified sinotubular junction (stj). The ballon did not get to full expansion before it ruptured so the valve was under-expanded. The ds and 14fr esheath + were removed as one system and replaced with a new sheath. When the system was removed, they found the sheath to be kinked and punctured. They post dilated the valve two times with a 24mm true balloon and the valve appeared well expanded. There was no paravalvular leak, and the surface echo mean gradient was 7. The patient is in stable condition. The valve was successfully implanted. Per imaging review by an edwards engineer there was no liner visible at distal sheath shaft, suggestive of circumferential liner delamination; burst balloon lodged within distal sheath and kink noted on the shaft around the same region. The 3mensio showed calcification in the sinotubular junction. The images showed the delivery system partially withdrawn into sheath, with balloon bunching and liner delamination near sheath distal tip, and with sheath kink just proximal. Radial and longitudinal balloon burst, no missing pieces observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 14fr esheath+ was returned inserted through the 26mm commander delivery system. The liner was fully expanded, the distal tip opened as designed, the sheath was curved due to packaging, the distal liner is delaminated and bunched approximately 1/2 inch from distal tip, the c-marker band is present, and there is a kink on distal end of the shaft approximately 1.25 inches from the distal tip. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and reviewed, the imagery showed there was tortuosity and calcification present in the patients access vessels and abdominal aorta. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery and returned device. Available information suggests procedural factors (withdrawal of altered balloon profile) and/or patient factors (tortuosity, calcification) likely contributed to the event as it was reported that ''the ballon did not get to full expansion before it ruptured so the valve was under-expanded. The ds and 14fr esheath + were removed as one system and replaced with a new sheath''. Additionally, the aforementioned patient factors were observed in the provided 3mensio imagery. Evaluation of the provided device-related imagery and returned device revealed circumferential liner delamination at distal sheath shaft. Additionally, evaluation of the provided device-related imagery of the delivery system revealed a burst inflation balloon. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery systems catching onto the sheath liner, especially if patient factors (such as calcification and/or tortuosity) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.